Manufacturer narrative:
The subject cot and fastener were not evaluated by the manufacturer as the complainant reported the equipment would be scrapped and replaced through their insurance claim. The impact of the crash was the direct contributing factor to the reported incident.

Event description:
Complainant reported their ambulance was involved in a high speed motor vehicle accident while transporting a patient. The patient allegedly suffered minor bruising and a contusion as a result of the accident. The stretcher remained in the fastening system. The complainant reported the ambulance and the equipment has been assessed as a total loss. No additional details were provided.

Event description:
Complainant reported their ambulance was involved in a high speed motor vehicle accident while transporting a patient. The patient allegedly suffered minor bruising and a contusion as a result of the accident. The stretcher remained in the fastening system. The complainant reported the ambulance and the equipment has been assessed as a total loss. No additional details were provided.